Event description:
The laser system has the following problem: "water over temp. Error". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to bad contact on routing interface boards. After the technical intervention, the laser system restarted to work correctly. We are unaware about patient injury.